Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular anastomosis, when the needle pull-out from the package, the needle spontaneously disconnected from the strand and the thread broke without any abnormal force. Repeated use of the new strand and issue happened again. A new suture used without issue. There was no patient injury.